Event description:
On (B) (6) 2010, pt reported ongoing issues with insulin in the cartridge compartment and elevated blood glucose. Pt stated the insulin in the cartridge is causing an elevated blood glucose. Pt reported her blood glucose will be elevated, so she will check everything on her infusion device. She stated she will notice condensation around the cartridge in the infusion device cartridge compartment. Pt reported over a few days, the condensation will turn into a few drops. Verified that it is not enough to actually pour out of the infusion device. Pt reported she started experiencing elevated blood glucose on (B) (6) 2010. She stated she will give herself a bolus and then check her blood glucose again and it will still be elevated. Pt reported she will check later in the day and her blood glucose is still elevated. Pt stated this is when she notices the condensation from the insulin inside the infusion device. She stated she thinks her blood glucose is running high because the insulin is not going in her body; instead, it is going into the infusion device cartridge compartment. Verified again that only a few drops will form. Pt's target blood glucose range is 80-110 mg/dl. Advised pt to switch to backup infusion device. Submitted request for add'l training. On call back from pt on (B) (6) 2010, pt reported she had been using her backup infusion device and stated "it seems to be doing better than her primary pump." The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.